Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extracapsular rupture". This record is for the left side. Device has been explanted.